Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report a permanent c-33 on generator when setting up for a clinical procedure, no patient involvement. Prior to calling technical support the caller completed multiple power cycles, but the issue remained. Tse informed that as the error was permanently present and a replacement generator will be required. It was confirmed that the generator was connected to its own dedicated mains socket within the or. Tse informed as the site was a single system site, to source a compatible forcetriad from the third party.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.